Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that at procedure for trial, while an attempt was made to replace a green stylet (thick) with a white one (thin), the white stylet tip was stuck before reaching the lead and could not be advanced further. The physician considered that the white stylet could not be advanced as the inner diameter of the lead had an anomaly (the inner diameter was partly narrower than typical leads). Although the stylet was not inserted and removed multiple times, the issue occurred. No diagnostics or troubleshooting was performed. This was considered an initial product failure. No x-ray images were available. The action taken to resolve the issue was another lead package was unpacked to continue the procedure. The issue was resolved at the time of this report. No symptoms were reported. The physician's observation about severity was considered not severe. No surgical intervention occurred, nor was planned. There was no injury to the patient. The indication for use included chronic pain.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the distal end conductor was broken. No issue was found with inserting or withdrawing stylets from the lead, however, the #2 conductor was found to be broken at the #2 electrode crimp sleeve 2.1 cm from the distal end. Known good white handle and green handle stylets could be inserted completely into the lead without difficulty. The stylet being used in the field when the event occurred was not returned. It is unknown if manipulation of the lead when stylet insertion difficulties occurred in the field contributed to the broken conductor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.